Event description:
The customer stated that he lost consciousness while driving his car as a result of hypoglycemia. The customer was subsequently in a car accident and hospitalized. The paramedics reported that the customer's blood glucose reading was 20 mg/dl at the time of the event. After the incident, the customer attempted to prime his infusion set, but he received an alarm on the insulin pump. The customer was advised to revert to a backup plan to treat his diabetes. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.